Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 80-90% down to 5%. Subsequently a malfunction alarm occurred. The customer's blood glucose level was 116 (mg/dl). Reportedly the customer had a alternate pump as insulin therapy.